Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the lcd (liquid crystal display) was broken. Analysis also found the upper case was broken and the main seal was pinched. (B)(4).

Event description:
It was reported the bottom display is blank (doesn't work). It was also reported the device was broken. The device was returned for repair. There was no patient involvement.